Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that  that since last night, the recharger wasn't powering on, and when it was on the dock it had rapidly scrolling lights. Patient services walked the patient through placing the recharger on the dock and holding the power button down for 10 seconds however the issue did not resolve when the patient took the recharger off the dock afterwards and attempted to turn the recharger on. Patient services walked the patient through doing a recharger reset however the troubleshooting steps that were taken on the call did not resolve the issue. Patient confirmed they used the thick charging cable for the dock and that the dock stayed lit however they never stored the recharger on the dock when not in use. Patient stated they stored the recharger in the box and then would take it out to charge it when they needed to charge their ins. Patient services reviewed recharger best maintenance practices for the recharger with the patient and an email was sent to the repair department. The patient was sent a replacement recharger and the patient stated from now on, they would store the replacement recharger on the dock and charging when not in use. Patient may call back for assistance in setting the replacement recharger up once it is received.